Manufacturer narrative:
G5:510(k)#: k102985. B4:05aug2021. The customer confirmed the reported failure. The customer identified a diagnostic error, "pressure autozero." The customer confirmed the unit was failing during use; there was no patient harm reported. The customer replaced the old flow sensor with the new one they ordered from the remote service engineer (rse). The unit was tested, and it was returned to service.

Manufacturer narrative:
The customer confirmed the reported issue through the diagnostic error report (drpt). The customer had it on a test lung and could not duplicate the issue. The customer called tech support for more information and the remote service engineer (rse) advised replacement of the data acquisition board (daq) board.

Event description:
The customer reported machine pressure sensor autozero failed error. The remote service engineer (rse) advised the customer to replace solenoid 2 and 4 or that the data acquisition (da) printed circuit board (pcb) may be faulty. The customer reported they had replaced the flow sensor assembly a month ago to resolve the "pressure sensor autozero failed error." The unit was not in use, and there was no patient or user harm reported. The customer confirmed the reported issue through the diagnostic error report (drpt). The customer had it on a test lung and could not duplicate the issue. The customer called tech support for more information and the remote service engineer (rse) advised replacement of the data acquisition board (daq) board.